Event description:
It was reported that ventricular safety pacing was noted. The pulse generator was programmed to aai mode at a rate of 90 pulses per minute, and it was observed that the atrial pace was stimulating the ventricle. An x-ray confirmed that the atrial lead had fallen into the ventricle. The lead was capped and replaced.

Manufacturer narrative:
Na